Event description:
It was reported the patient's blood glucose level rose to 441 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed. The device was originally reported for the pod allegedly not giving insulin and bg levels increasing.

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be damaged. A leak was observed due to this tear. The timing and cause of this damage is unknown. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed cannula damage contributed to the reported failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.